Manufacturer narrative:
Received 1 used wound evacuator with the wound drain still attached only. During the visual evaluation no obvious defects were noted. The drainage tubing was connected to suction port, and drain was attached to y connector. The functional evaluation was conducted as follows: attached drain to evacuator in the suction port a and attach drain to y connector, (previous attached by customer). Fully compressed the evacuator by hand. Closed the port b. Submerged the drain under water. During the test, no disconnection was observed. The problem could not be reproduced during the functional test. In order to verify the sample dimensions, the following components were measured: drainage tubing sa7601416. Outer diameter = 0.250 in (specification is 0.250 in ± 0.004 in). Suction port cm7600100 . Inner diameter=0.237 in (specification is 0.241 in ± 0.005 in). The dimensions were found to be within specification. The reported event was unconfirmed, as the product meets specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector. Y-connector to suction source. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. Do not use in patients who are allergic to materials used in bard drain products. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain tubing disconnected from the elbow of the evacuator. As a result, the wound drain allegedly had to be removed prematurely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the wound drain tubing disconnected from the elbow of the evacuator. As a result, the wound drain allegedly had to be removed prematurely.